Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 17-nov-2016. The most recent information was received on 09-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) year-old female patient who had essure (batch no. 619620) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (one), multigravida (four pregnancies) and parity 4. Concurrent conditions included obesity, skin disorder, stomach pain and menstruation increased. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("stomach becomes full after a couple bites/ stomach continues to grow"), menorrhagia ("very heavy menstruation"), dermatitis bullous ("bullous rash"), otorrhoea ("leaking ears"), ear pruritus ("ear itching"), arthralgia ("hip ache"), swelling ("swelling"), systemic lupus erythematosus rash ("led like rash on face"), abdominal pain upper ("cramp in right side of stomach"), dyspnoea exertional ("can not breath during sex") and inflammation ("continuous inflammatory condition in body") and was found to have weight increased ("weight increase"). The patient was treated with hydrocortisone and surgery (essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, dysmenorrhoea, abdominal pain lower, abdominal distension, menorrhagia, dermatitis bullous, otorrhoea, ear pruritus, arthralgia, swelling, systemic lupus erythematosus rash, weight increased, abdominal pain upper, dyspnoea exertional and inflammation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, arthralgia, dermatitis bullous, dysmenorrhoea, ear pruritus, otorrhoea and weight increased with essure. The reporter considered abdominal distension, abdominal pain upper, dyspnoea exertional, inflammation, menorrhagia, swelling and systemic lupus erythematosus rash to be related to essure. The reporter commented: she visited twice a gynecologist who says that her symptoms are not caused by essure but something else like menopause. She does not believe in that. Nickel allergy was never asked before essure insertion and it was not tested. According to the physician report the patient feels that the symptoms occurred after essure insertion are caused by the implants. The patient visited a doctor several times, first time in (B)(6) 2016. On (B)(6) 2018 it was agreed to remove essure. It is an extra operation which includes risk because the patient is overweight. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: data transferred from duplicate cases (B)(4). Following adverse events were added: cramp in right side of stomach; can not breath during sex; stomach becomes full after a couple bites/ stomach continues to grow; led like rash on face; ear itching; continuous inflammatory condition in body; very heavy menstruation. New reporter (medically confirmed), demographic data; medical history; essure insertion date, lot number, expiration date, manufacture date and treatment drug were added. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.